Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "palpable lump", "defect at the surface of the implant", "snowstorm sign" and "extracapsular rupture". This record is for the left side. Device was explanted. It is unknown if device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "palpable lump", "defect at the surface of the implant", "snowstorm sign" and "extracapsular rupture". Healthcare professional reported "implant rupture", "pain in breast", "implant intact when implant was to be replaced", capsular contracture baker grade iii and "implant was reinserted without difficulty". This record is for the left side. Therefore, the event of rupture will be unreported. Device remains implanted. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported "palpable lump", "defect at the surface of the implant", "snowstorm sign" and "extracapsular rupture". Healthcare professional reported "implant rupture", "pain in breast", "implant intact when implant was to be replaced", capsular contracture baker grade iii and "implant was reinserted without difficulty". This record is for the left side. Therefore, the event of rupture will be unreported. Device remains implanted. Device will not be returned.